Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) was due to the electrode belt ECG "1&2" cable being broken, damaging wires in the cable. Correction: belt was repaired and refurbished. Root cause: the root cause for broken cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.